Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, lot# unknown, implanted: (B)(6) 2010, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the catheter was implanted in 2010. The date (B)(6) 2010 is considered an approximate date of catheter implant (specific year known only). It was further reported that a catheter revision was performed in 2014 in which the pump segment only was revised. The date (B)(6) 2014 is considered an approximate date of the revision. The lot number/serial number of the catheter was indicated as being unknown. Additional information was received from a foreign healthcare provider via a company representative on 2024-feb-23. Regarding the reason for the pump segment of catheter having been revised in 2014, and if there was a device issue/therapy issue, procedure issue, etc., the healthcare provider indicated that this was not in their program at the time so they do not know the details. It was indicated that the patient has been fine since and continues to have a pump. Regarding onset of the event that led to the catheter revision, cause of the issue, the status of the portion of the catheter that was revised, and if the device would be returned, the healthcare provider further indicated they did not have details.